Manufacturer narrative:
The touch screen was calibrated but the phenomenon was not improved, so the touch screen was replaced. The replaced touch screen assembly was returned for investigation. The ul_lr and ur_ll resistance were out of specification.

Event description:
The touchscreen did not respond well. There was no patient involvement.